Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Clinical evaluation: a temporal relationship exists between the fmc cassette and the patient¿s hospitalization for staphylococcus aureus peritonitis. However, there have been no reported allegations of a fmc cassette malfunction that may have caused on contributed to the pt¿s staphylococcus aureus peritonitis event. Staphylococcus aureus is the most frequent germ associated with infections in pd patients and is usually caused by auto-inoculation by touch or contamination with respiratory secretions. (Cdc,2014). Therefore, the pt¿s peritonitis event is most likely related to touch contamination (during ccpd treatment), as also reported by the pt¿s pd nurse. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient reported that the drain fluid was a pink/red hue. The patient stated he would be going to the emergency room. Upon follow up with the patient's nurse, it was stated that the patient experienced cloudy effluent on (B)(6) 2018 and was hospitalized with a diagnosis of peritonitis. Upon admission, the patient presented nausea and abdominal pain. Treatment rendered at the hospital was IV vancomycin. A peritoneal effluent culture yielded staphylococcus aureus. The patient was discharged on (B)(6) 2018 with ip cefazolin. The causality was reported as touch contamination. The patient has been on dialysis since (B)(6) 2017. According to a clinical assessment performed on (B)(6) 2018, the patient felt well, states his effluent is clear, does not feel nauseous and is not experiencing abdominal pain.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the drain fluid was a pink/red hue. The patient stated he would be going to the emergency room. Upon follow up with the patient's nurse, it was stated that the patient experienced cloudy effluent on (B)(6) 2018 and was hospitalized with a diagnosis of peritonitis. Upon admission, the patient presented nausea and abdominal pain. Treatment rendered at the hospital was IV vancomycin. A peritoneal effluent culture yielded staphylococcus aureus. The patient was discharged on (B)(6) 2018 with ip cefazolin. The causality was reported as touch contamination. . The patient has been on dialysis since (B)(6) 2017. According to a clinical assessment performed on (B)(6) 2018, the patient felt well, states his effluent is clear, does not feel nauseous and is not experiencing abdominal pain.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Amendments to clinical evaluation: information in the complaint file and 18 pages of medical records were reviewed. A temporal relationship exists between the fmc cassette and the patient¿s hospitalization for staphylococcus aureus peritonitis. However, there have been no reported allegations of a fmc cassette malfunction that may have caused on contributed to the pt¿s staphylococcus aureus peritonitis event. Staphylococcus aureus is the most frequent germ associated with infections in pd patients and is usually caused by auto-inoculation by touch or contamination with respiratory secretions. (Cdc, 2014). Therefore, the pt¿s peritonitis event is most likely related to touch contamination (during ccpd treatment), as also reported by the pt¿s pd nurse. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient reported that the drain fluid was a pink/red hue. The patient stated he would be going to the emergency room. Upon follow up with the patient's nurse, it was stated that the patient experienced cloudy effluent on (B)(6) 2018 and was hospitalized with a diagnosis of peritonitis. Upon admission, the patient presented nausea and abdominal pain. Treatment rendered at the hospital was IV vancomycin. A peritoneal effluent culture yielded staphylococcus aureus. The patient was discharged on (B)(6) 2018 with ip cefazolin. The causality was reported as touch contamination. The patient has been on dialysis since (B)(6) 2017. According to a clinical assessment performed on (B)(6) 2018, the patient felt well, states his effluent is clear, does not feel nauseous and is not experiencing abdominal pain.